Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch verioiq meter was displaying an apply sample message after the sample was already applied. The complaint was classified based on the customer service representative (csr) documentation. The patient reported on (B)(6) 2012 at an unknown time she attempted to test on the subject device and after applying the sample the subject meter did not count down and give a reading; it remained on the apply sample screen. It is not known how the patient manages her diabetes. She claimed that approximately 15 minutes prior to the issue occurring she was experiencing symptoms of "shaking and weakness" but denied receiving medical intervention for her symptoms. At the time of troubleshooting, the csr noted that the testing technique was incorrect. The patient was applying the blood to the top of the strip. Replacement products were sent to the patient since the alleged issue was not resolved. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
(B)(4): the meter passed testing, no faults were found, and functioned properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.